Event description:
The customer reported that a water invasion had been found and that the lens image was foggy during a diagnostic hysteroscopy procedure involving an olympus halogen light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.